Event description:
The customer contacted stryker to report that their device did not turn on when the lid was opened as expected. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not turn on when the lid was opened as expected. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The root cause was isolated to the reed switch, sw5. The customer received a replacement device to resolve the reported issue. This device was archived by stryker.